Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and patient condition after the procedure was good.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and patient condition after the procedure was good. It was further reported that the target lesion has 90% stenosis and was severely calcified.